Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information received indicates that during the procedure, the rv lead exhibited high out-of-range shock impedance measurements when connected to a pacing system analyzer and an open circuit condition was observed. The device was attempted. No additional adverse patient effects reported.